Manufacturer narrative:
Concomitant medical products: product ID: a520, product type: software. Other relevant device(s) are: product ID: a520. Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a return of symptoms and wanted to adjust her stim. She stated when she tried, she saw the internal device data lost message on her handset. The patient called her healthcare professional who told her to contact the manufacturer. The patient stated she had a egd test on (B)(6) 2020. Patient services reviewed meaning and redirected the patient to the healthcare professional. No further patient complications are anticipated or expected as a result of this event.